Event description:
It was reported a subsequent right hip revision surgery due to septic hip. Liner and femoral head exchanged.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2013 and 2017. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of complaint history did not reveal additional complaints for the listed batches. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Product was sterilized according to sterilization release documentation from quality control. Our clinical/medical team noted: the infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The reported symptoms of marked soft tissue swelling , induration and erythema along with synovial fluid cultures positive for 4+ staphylococcus lugdunensis, may be consistent of synovitis. However, without the supporting pathology results, imaging and/or the analysis of the explanted components the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.